Event description:
Caller states the patient tested 4.1 inr on the coaguchek system and 3.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however customer refused return of product for evaluation.